Event description:
Patient reported the up/down buttons on the infusion device is non- functional. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result a2 was found in the history list. The softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully and comply with the specification. The pump correctly triggered the a2 alert when the battery went empty. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.